Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-12411. The pt reported scheduling an scs system explant. The pt reported the system is not helping her pain, but refused reprogramming with the sjm rep. Follow up determined the explant was performed and product would not be returning to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.